Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. No missing segments anomaly could be verified due to the blank display. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was dropped into water and the display was only partially visible. The customer stated that segments of the display were missing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.